Manufacturer narrative:
Additional information: additional information was received and it was learned that there was a tear in the capsule where the lens must have gone through when it ejected so the lens was tilted and going to fall back into the vitreous. Furthermore, it was learned that the preloaded plunger never locked and came out of the plunger all at once. There was no incision enlargement required, however, there was a capsular tear from the original insertion and an anterior vitrectomy was needed. The lens was replaced with a non amo device. Patient is doing well, he has a stable sulcus iol and his vision and pressure are both good. No further information was provided. (B)(6). (B)(4). Device available for evaluation ¿ yes, returned to manufacturer on 07/19/2017. Device returned to manufacturer ¿ yes. Device evaluation: the delivery system for the intraocular lens was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the pushrod tip was observed smashed and exposed out of the cartridge tip. No viscoelastic residue was observed in the returned product delivery system. No lens was received with the return. The threads of the injector were in good condition and it was correctly engaged. Upper and lower body of the delivery system were correctly engaged and in good condition. There was no damage or defect observed. The customer's reported issues were not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a pcb00 22.0 diopter intraocular lens was explanted 2 days post op. Additionally, it was reported that during implantation of the pcb00 lens the physician experienced uncontrolled delivery. The physician stated that the injector shot the lens in the patient's eye instead of placing it. No further information was provided.